Event description:
Consumer alleges his humidifier is melting on the inside. No injuries or property damages were reported with this incident.

Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer alleges his humidifier is melting on the inside. No injuries or property damage were reported with this incident.